Event description:
Patient reported their dds recommended they cease alinger treatment due to an anterior open bite and tmj pain with locking of the joint.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.